Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that "high alarm displayed: cassette not attached properly" was recorded in history. The customer's stated problem was verified. Inspection of the pump and functional tests were performed, and the pump alarmed "cassette not attached properly" messages when closing the latch lock in an application mode. The device was opened and found no sign of fluid ingression. Further investigation of the pump determined that the latch lock flex sensor is the root cause of the issue. The latch lock flex sensor will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during accuracy testing of this smiths medical cadd solis vip pump, the pump displayed "cassette not recognized" error message. It was reported that the there was no patient involvement. No reported adverse effects.